Event description:
It was reported that a shaft break occurred. During preparation and while outside the patient a 3.00mm x 20mm nc emerge shaft balloon in the middle. It was noted that shaft break was noticed while loading the balloon device on the wire. The procedure was completed successfully with another of the same device. No patient complications resulted in relation to this event.